Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported ¿l-hook was fell into the patient's body when the l hook was used intraperitoneally during the surgery. The surgeon found and retrieved it from the patient's body¿. The procedure was reported as having been completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a laparoscopic cystectomy(ovarian tumor) on 21feb22 when it was reported ¿l-hook was fell into the patient's body when the l hook was used intraperitoneally during the surgery. The surgeon found and retrieved it from the patient's body.¿. The procedure was reported as having been completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. Update information: about 5-10 minutes after the start of the operation, the electrode fell into the surgical field while using the universal plus l hook in the abdominal cavity. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information obtained: about 5-10 minutes after the start of the operation, the electrode fell into the surgical field while using the universal plus l hook in the abdominal cavity. Type of procedure: laparoscopic cystectomy(ovarian tumor). Lot number: 202104201 manufacturing narrative: received one 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the l-hook is not connected to the device. There is evidence of soldering on the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised examine the device prior to use for damage. Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.